Manufacturer narrative:
A ge service representative performed an onsite investigation. The calibration files were reloaded onto the system. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed collimator calibration and filament calibration error messages upon boot up and the system would not completely boot up. No patient injury was reported.